Event description:
It was reported that during a knee procedure, metal flakes fell from the device and entered the surgical site. The surgical site was cleaned and all the metal flakes were removed. No additional treatment was administered to the patient as a result of this event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Based on the quality investigation details, there was severe corrosion damage to the bearing and the black ring. The black ring had exploded, and particles had fallen from the chuck head.